Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the performa nano system within 10 minutes: 321 mg/dl and 149 mg/dl. No adverse event reported requested return of the alleged device for evaluation and replacement was sent.